Event description:
A report was received from an academic conference of interventional cardiology that a stent fracture was noted during a presentation. The stent was in a location that served as a hinge during vessel movement in the cardiac contraction cycle. The stent fracture occurred at the edge of previously implanted or overlapped stent. Further details are unk. Additional information will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.